Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device dislocation ("migration of the device/ migration of essure device location of device: pelvic wall"), menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding vaginal") and sjogren's syndrome ("sjogren's syndrome") in a 42-year-old female patient who had essure (batch no. 823471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included gravida ii, parity 2 ((B)(6) 1995, (B)(6) 2007, first pregnancy toxemia, second pregnancy gestational diabetes), pneumonia, back surgery (thoracic), uterine bleeding, endometrial ablation, intrauterine synechiae, pneumonia in 2005, viral infection in 2005, back surgery (thoracic) in 2006, right lower quadrant pain (for appendicitis.), constipation, diarrhea, uterine synechiae, toxemia of pregnancy and gestational diabetes. Previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity, cholecystectomy, antinuclear antibody positive, stomach pain, back pain, dry eyes, dry mouth, muscle pain, intrauterine device removal, endometriosis, cervicitis cystic, endometritis, adenomyosis, antinuclear antibody positive, headache, stomach pain, anxious mood, dry eye (as symptom), dry mouth (as symptom), autoimmune hepatitis, arthritis, hyperlipidemia, hypertension, tubal ligation since (B)(6) 2011, small intestine operation (sigmoid colon), colonoscopy and back surgery. Family history included fibromyalgia (sister). Concomitant products included baclofen since 2016, carbidopa since 2016, ciclosporin (restasis) since 2016, diazepam (valium) since (B)(6) 2015, diclofenac (voltaren) since 2017, ergocalciferol (vitamin d2) since 2016, ergocalciferol (vitamin d2) since 2016, estradiol since 2016, fish oil since 2011, gabapentin, glucose oxidase (biotene), nicotinic acid (niacin) since 2011, phentermine since 2017, pilocarpine hydrochloride (salagen) since 2016, potassium chloride (k-dur) since 2011, pregabalin (lyrica), simvastatin (zocor) since 2011, sumatriptan (imitrex) since 2010, tiabendazole (statin), topiramate (topamax) since 2016 and vicodin (norco) since (B)(6) 2015. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 1 year 1 month after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2014, the patient experienced alopecia ("hair loss") and dry skin ("other injury or complications: dry skin"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced sjogren's syndrome (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), arthralgia ("arthralgia"), abdominal pain ("abdonimal pain") and back pain ("low back pain"). The patient was treated with duloxetine hydrochloride (cymbalta), diclofenac, analgesics, surgery (bilateral salpingectomy oopherectomy / hysterectomy / salpingectomy), surgery (bilateral salpingectomy oopherectomy / hysterectomy / salpingectomy) and surgery (ablation, total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, vaginal haemorrhage, sjogren's syndrome, menstrual disorder, alopecia, dry skin, arthralgia and back pain outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, device dislocation, dry skin, fallopian tube perforation, menorrhagia, menstrual disorder, sjogren's syndrome and vaginal haemorrhage to be related to essure. The reporter commented: the pelvic pain began insidiously 3 months ago and has been progressively worsening . Current weight 190lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Computerised tomogram - in (B)(6) 2012: complex cystic structures in both uterine cornu . Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: sjogren's disease, pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device dislocation ("migration of the device/ migration of essure device location of device: pelvic wall"), menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding vaginal"), sjogren's syndrome ("sjogren's syndrome") and endometriosis ablation ("fulguration of endometriosis implants") in a 42-year-old female patient who had essure (batch no. 823471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included gravida ii, parity 2 ((B)(6) 1995, (B)(6) 2007, first pregnancy toxemia, second pregnancy gestational diabetes), pneumonia, back surgery (thoracic), uterine bleeding, endometrial ablation, intrauterine synechiae, pneumonia in 2005, viral infection in 2005, back surgery (thoracic) in 2006, right lower quadrant pain (for appendicitis.), constipation, diarrhea, uterine synechiae, toxemia of pregnancy and gestational diabetes. Previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity, cholecystectomy, antinuclear antibody positive, stomach pain, back pain, dry eyes, dry mouth, muscle pain, intrauterine device removal, endometriosis, cervicitis cystic, endometritis, adenomyosis, antinuclear antibody positive, headache, stomach pain, anxious mood, dry eye (as symptom), dry mouth (as symptom), autoimmune hepatitis, arthritis, hyperlipidemia, hypertension, tubal ligation since (B)(6) 2011, small intestine operation (sigmoid colon), colonoscopy and back surgery. Family history included fibromyalgia (sister). Concomitant products included baclofen since 2016, carbidopa since 2016, ciclosporin (restasis) since 2016, diazepam (valium) since (B)(6) 2015, diclofenac (voltaren) since 2017, ergocalciferol (vitamin d2) since 2016, ergocalciferol (vitamin d2) since 2016, estradiol since 2016, fish oil since 2011, gabapentin, glucose oxidase (biotene), nicotinic acid (niacin) since 2011, phentermine since 2017, pilocarpine hydrochloride (salagen) since 2016, potassium chloride (k-dur) since 2011, pregabalin (lyrica), simvastatin (zocor) since 2011, sumatriptan (imitrex) since 2010, tiabendazole (statin), topiramate (topamax) since 2016 and vicodin (norco) since (B)(6) 2015. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 1 year after insertion of essure, the patient underwent endometriosis ablation (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2014, the patient experienced alopecia ("hair loss") and dry skin ("other injury or complications: dry skin"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced sjogren's syndrome (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), arthralgia ("arthralgia"), abdominal pain ("abdonimal pain") and back pain ("low back pain"). The patient was treated with duloxetine hydrochloride (cymbalta), diclofenac, analgesics, surgery (bilateral salpingectomy oopherectomy / total hysterectomy and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, vaginal haemorrhage, sjogren's syndrome, menstrual disorder, alopecia, dry skin, arthralgia, back pain and endometriosis ablation outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, device dislocation, dry skin, endometriosis ablation, fallopian tube perforation, menorrhagia, menstrual disorder, sjogren's syndrome and vaginal haemorrhage to be related to essure. The reporter commented: the pelvic pain began insidiously 3 months ago and has been progressively worsening. Current weight 190lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Computerised tomogram - in (B)(6) 2012: complex cystic structures in both uterine cornu. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: sjogren's disease, pelvic pain. Most recent follow-up information incorporated above includes: on 11-may-2018: pfs received: event fulguration of endometriosis implants added. Batch number confirmed, events dates updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device dislocation ("migration of the device/ migration of essure device location of device: pelvic wall"), menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding vaginal") and sjogren's syndrome ("sjogren's syndrome") in a 42-year-old female patient who had essure (batch no. 823471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included gravida ii, parity 2 ((B)(6) 1995, (B)(6) 2007, first pregnancy toxemia, second pregnancy gestational diabetes), pneumonia, back surgery (thoracic), uterine bleeding, endometrial ablation, intrauterine synechiae, pneumonia in 2005, viral infection in 2005, back surgery (thoracic) in 2006, right lower quadrant pain (for appendicitis.), constipation, diarrhea, uterine synechiae, toxemia of pregnancy and gestational diabetes. Previously administered products included for birth control: mirena; for an unreported indication: mirena. Concurrent conditions included obesity, cholecystectomy, antinuclear antibody positive, stomach pain, back pain, dry eyes, dry mouth, muscle pain, intrauterine device removal, endometriosis, cervicitis cystic, endometritis, adenomyosis, antinuclear antibody positive, headache, stomach pain, anxious mood, dry eye (as symptom), dry mouth (as symptom), autoimmune hepatitis, arthritis, hyperlipidemia, hypertension, tubal ligation since (B)(6) 2011, small intestine operation (sigmoid colon), colonoscopy and back surgery. Family history included fibromyalgia (sister). Concomitant products included baclofen since 2016, carbidopa since 2016, ciclosporin (restasis) since 2016, diazepam (valium) since (B)(6) 2015, diclofenac, diclofenac since 2017, ergocalciferol (vitamin d2) since 2016, estradiol since 2016, fish oil since 2011, gabapentin, glucose oxidase (biotene), hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2015, hydroxychloroquine, nicotinic acid (niacin) since 2011, phentermine since 2017, pilocarpine hydrochloride (salagen) since 2016, potassium chloride (k-dur) since 2011, pregabalin (lyrica), simvastatin (zocor) since 2011, sumatriptan (imitrex) since 2010, sumatriptan succinate (imitrex df), tiabendazole (statin), topiramate (topamax) since 2016 and vortioxetine hydrobromide (trintellix). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish,"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criterion medically significant), 1 year 1 month after insertion of essure. On (B)(6) 2012, the patient experienced endometriosis ("endometrosis."). In (B)(6) 2014, the patient experienced alopecia ("hair loss") and dry skin ("other injury or complications: dry skin/extreme dry skin"). In (B)(6) 2014, the patient experienced sjogren's syndrome (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), arthralgia ("arthralgia"), abdominal pain ("abdonimal pain") and back pain ("low back pain"). The patient was treated with analgesics, duloxetine hydrochloride (cymbalta) and surgery (ablation, total hysterectomy and bilateral salpingectomy oopherectomy / hysterectomy / salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, vaginal haemorrhage, sjogren's syndrome, menstrual disorder, alopecia, dry skin, arthralgia, back pain, depression, anxiety and endometriosis outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, device dislocation, dry skin, endometriosis, fallopian tube perforation, menorrhagia, menstrual disorder, sjogren's syndrome and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: the pelvic pain began insidiously 3 months ago and has been progressively worsening . Current weight 190lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Computerised tomogram - in (B)(6) 2012: results: complex cystic structures in both uterine cornu. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: sjogren's disease, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-nov-2018: pfs received. Events:psychological or psychiatric problems condition: depression and mental anguish,endometrosis were added. Concomitant drugs, historical drug were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), device dislocation ('migration of the device/ migration of essure device location of device: pelvic wall') and menorrhagia ('abnormal bleeding ( menorrhagia)') in a 42-year-old female patient who had essure (batch no. 823471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included back surgery (thoracic) in 2006, pneumonia in 2005, viral infection in 2005, gravida ii, parity 2 ((B)(6) 1995, (B)(6) 2007, first pregnancy toxemia, second pregnancy gestational diabetes), pneumonia, back surgery (thoracic), uterine bleeding, endometrial ablation, intrauterine synechiae, right lower quadrant pain (for appendicitis.), constipation, diarrhea, uterine synechiae, toxemia of pregnancy and gestational diabetes. Previously administered products included for birth control: mirena; for an unreported indication: mirena. Concurrent conditions included tubal ligation since (B)(6) 2011, obesity, cholecystectomy, antinuclear antibody positive, stomach pain, back pain, dry eyes, dry mouth, muscle pain, intrauterine device removal, endometriosis, cervicitis cystic, endometritis, adenomyosis, antinuclear antibody positive, headache, stomach pain, anxious mood, dry eye (as symptom), dry mouth (as symptom), autoimmune hepatitis, arthritis, hyperlipidemia, hypertension, small intestine operation (sigmoid colon), colonoscopy and back surgery. Family history included fibromyalgia (sister). Concomitant products included baclofen since 2016, carbidopa since 2016, ciclosporin (restasis) since 2016, diazepam (valium) since (B)(6) 2015, diclofenac, diclofenac since 2017, ergocalciferol (vitamin d2) since 2016, estradiol since 2016, fish oil since 2011, gabapentin, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2015, hydroxychloroquine, nicotinic acid (niacin) since 2011, phentermine since 2017, pilocarpine hydrochloride (salagen) since 2016, potassium chloride (k-dur) since 2011, pregabalin (lyrica), simvastatin (zocor) since 2011, stomatological preparations, sumatriptan (imitrex) since 2010, sumatriptan succinate (imitrex df), topiramate (topamax) since 2016 and vortioxetine hydrobromide (trintellix). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish,"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"), 1 year 1 month after insertion of essure. On (B)(6) 2012, the patient experienced endometriosis ("endometrosis."). In (B)(6) 2014, the patient experienced alopecia ("hair loss") and dry skin ("other injury or complications: dry skin/extreme dry skin"). In (B)(6) 2014, the patient experienced sjogren's syndrome ("sjogren's syndrome"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), arthralgia ("arthralgia"), abdominal pain ("abdonimal pain"), back pain ("low back pain") and scar ("scar tissue") and underwent intestinal resection ("bowel resection"). The patient was treated with analgesics, duloxetine hydrochloride (cymbalta) and surgery (ablation, total hysterectomy, bilateral salpingectomy oopherectomy / hysterectomy / salpingectomy and bilateral salpingectomy oopherectomy / salpingectomy, bowel resection). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, menorrhagia, vaginal haemorrhage, sjogren's syndrome, menstrual disorder, alopecia, dry skin, arthralgia, back pain, depression, anxiety, endometriosis, intestinal resection and scar outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, device dislocation, dry skin, endometriosis, fallopian tube perforation, intestinal resection, menorrhagia, menstrual disorder, scar, sjogren's syndrome and vaginal haemorrhage to be related to essure. The reporter commented: the pelvic pain began insidiously 3 months ago and has been progressively worsening . Current weight 190lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Computerised tomogram - in (B)(6) 2012: results: complex cystic structures in both uterine cornu. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: sjogren's disease, pelvic pain lot number: 823471 manufacturing date: 2011-01 expiration date: 2014-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event scar tissue added. Fu 9 and 10 processed together. We received a lot number in this case.a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), device dislocation ('migration of the device/ migration of essure device location of device: pelvic wall') and menorrhagia ('abnormal bleeding ( menorrhagia)') in a 42-year-old female patient who had essure (batch no. 823471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included back surgery (thoracic) in 2006, pneumonia in 2005, viral infection in 2005, gravida ii, parity 2 ((B)(6) 1995, (B)(6) 2007, first pregnancy toxemia, second pregnancy gestational diabetes), pneumonia, back surgery (thoracic), uterine bleeding, endometrial ablation, intrauterine synechiae, right lower quadrant pain (for appendicitis.), constipation, diarrhea, uterine synechiae, toxemia of pregnancy and gestational diabetes. Previously administered products included for birth control: mirena; for an unreported indication: mirena. Concurrent conditions included tubal ligation since (B)(6) 2011, obesity, cholecystectomy, antinuclear antibody positive, stomach pain, back pain, dry eyes, dry mouth, muscle pain, intrauterine device removal, endometriosis, cervicitis cystic, endometritis, adenomyosis, antinuclear antibody positive, headache, stomach pain, anxious mood, dry eye (as symptom), dry mouth (as symptom), autoimmune hepatitis, arthritis, hyperlipidemia, hypertension, small intestine operation (sigmoid colon), colonoscopy and back surgery. Family history included fibromyalgia (sister). Concomitant products included baclofen since 2016, carbidopa since 2016, ciclosporin (restasis) since 2016, diazepam (valium) since (B)(6) 2015, diclofenac, diclofenac since 2017, ergocalciferol (vitamin d2) since 2016, estradiol since 2016, fish oil since 2011, gabapentin, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2015, hydroxychloroquine, nicotinic acid (niacin) since 2011, phentermine since 2017, pilocarpine hydrochloride (salagen) since 2016, potassium chloride (k-dur) since 2011, pregabalin (lyrica), simvastatin (zocor) since 2011, stomatological preparations, sumatriptan (imitrex) since 2010, sumatriptan succinate (imitrex df), topiramate (topamax) since 2016 and vortioxetine hydrobromide (trintellix). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish,"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"), 1 year 1 month after insertion of essure. On (B)(6) 2012, the patient experienced endometriosis ("endometrosis."). In (B)(6) 2014, the patient experienced alopecia ("hair loss") and dry skin ("other injury or complications: dry skin/extreme dry skin"). In (B)(6) 2014, the patient experienced sjogren's syndrome ("sjogren's syndrome"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), arthralgia ("arthralgia"), abdominal pain ("abdonimal pain") and back pain ("low back pain") and underwent intestinal resection ("bowel resection"). The patient was treated with analgesics, duloxetine hydrochloride (cymbalta) and surgery (ablation, total hysterectomy and bilateral salpingectomy "oophorectomy" / hysterectomy / salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, vaginal "hemorrhage", sjogren's syndrome, menstrual disorder, alopecia, dry skin, arthralgia, back pain, depression, anxiety, endometriosis and intestinal resection outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, device dislocation, dry skin, endometriosis, fallopian tube perforation, intestinal resection, menorrhagia, menstrual disorder, sjogren's syndrome and vaginal haemorrhage to be related to essure. The reporter commented: the pelvic pain began insidiously 3 months ago and has been progressively worsening . Current weight 190lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Computerised tomogram - in (B)(6) 2012: results: complex cystic structures in both uterine cornu. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: sjogren's disease, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New events bowel resection was added. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), device dislocation ('migration of the device/ migration of essure device location of device: pelvic wall') and menorrhagia ('abnormal bleeding ( menorrhagia)') in a 42-year-old female patient who had essure (batch no. 823471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included back surgery (thoracic) in 2006, pneumonia in 2005, viral infection in 2005, gravida ii, parity 2 ((B)(6) 1995, (B)(6) 2007, first pregnancy toxemia, second pregnancy gestational diabetes), pneumonia, back surgery (thoracic), uterine bleeding, endometrial ablation, intrauterine synechiae, right lower quadrant pain (for appendicitis.), constipation, diarrhea, uterine synechiae, toxemia of pregnancy and gestational diabetes. Previously administered products included for birth control: mirena; for an unreported indication: mirena. Concurrent conditions included tubal ligation since (B)(6) 2011, obesity, cholecystectomy, antinuclear antibody positive, stomach pain, back pain, dry eyes, dry mouth, muscle pain, intrauterine device removal, endometriosis, cervicitis cystic, endometritis, adenomyosis, antinuclear antibody positive, headache, stomach pain, anxious mood, dry eye (as symptom), dry mouth (as symptom), autoimmune hepatitis, arthritis, hyperlipidemia, hypertension, small intestine operation (sigmoid colon), colonoscopy and back surgery. Family history included fibromyalgia (sister). Concomitant products included baclofen since 2016, carbidopa since 2016, ciclosporin (restasis) since 2016, diazepam (valium) since (B)(6) 2015, diclofenac, diclofenac since 2017, ergocalciferol (vitamin d2) since 2016, estradiol since 2016, fish oil since 2011, gabapentin, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2015, hydroxychloroquine, nicotinic acid (niacin) since 2011, phentermine since 2017, pilocarpine hydrochloride (salagen) since 2016, potassium chloride (k-dur) since 2011, pregabalin (lyrica), simvastatin (zocor) since 2011, stomatological preparations, sumatriptan (imitrex) since 2010, sumatriptan succinate (imitrex df), topiramate (topamax) since 2016 and vortioxetine hydrobromide (trintellix). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish,"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"), 1 year 1 month after insertion of essure. On (B)(6) 2012, the patient experienced endometriosis ("endometrosis."). In (B)(6) 2014, the patient experienced alopecia ("hair loss") and dry skin ("other injury or complications: dry skin/extreme dry skin"). In (B)(6) 2014, the patient experienced sjogren's syndrome ("sjogren's syndrome"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain / pain pelvic pain (2 to times a week) moderate"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), arthralgia ("arthralgia"), abdominal pain ("abdonimal pain"), back pain ("low back pain") and scar ("scar tissue") and underwent intestinal resection ("bowel resection"). The patient was treated with analgesics, duloxetine hydrochloride (cymbalta) and surgery (ablation, total hysterectomy, bilateral salpingectomy oopherectomy / hysterectomy / salpingectomy and bilateral salpingectomy oopherectomy / salpingectomy, bowel resection). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, menorrhagia, sjogren's syndrome, menstrual disorder, dry skin, arthralgia, back pain, depression, anxiety, endometriosis, intestinal resection and scar outcome was unknown and the vaginal haemorrhage, pelvic pain, alopecia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, device dislocation, dry skin, endometriosis, fallopian tube perforation, intestinal resection, menorrhagia, menstrual disorder, pelvic pain, scar, sjogren's syndrome and vaginal haemorrhage to be related to essure. The reporter commented: the pelvic pain began insidiously 3 months ago and has been progressively worsening . Current weight 190lbs. She had been treated for pain, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Computerised tomogram - in (B)(6) 2012: results: complex cystic structures in both uterine cornu. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: sjogren's disease, pelvic pain. Lot number: 823471 manufacturing date: 2011-01 expiration date: 2014-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event outcome for pain, bleeding changed to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device dislocation ("migration of the device/ migration of essure device location of device: pelvic wall"), menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding vaginal") and sjogren's syndrome ("sjogren's syndrome") in a 42-year-old female patient who had essure (batch no. 823471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included gravida ii, parity 2 (10oct1995, 11sep2007, first pregnancy toxemia, second pregnancy gestational diabetes), pneumonia, back surgery (thoracic), uterine bleeding, endometrial ablation, intrauterine synechiae, pneumonia in 2005, viral infection in 2005, back surgery (thoracic) in 2006, right lower quadrant pain (for appendicitis.), constipation, diarrhea, uterine synechiae, toxemia of pregnancy and gestational diabetes. Previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity, cholecystectomy, antinuclear antibody positive, stomach pain, back pain, dry eyes, dry mouth, muscle pain, intrauterine device removal, endometriosis, cervicitis cystic, endometritis, adenomyosis, antinuclear antibody positive, headache, stomach pain, anxious mood, dry eye (as symptom), dry mouth (as symptom), autoimmune hepatitis, arthritis, hyperlipidemia, hypertension, tubal ligation since (B)(6) 2011, small intestine operation (sigmoid colon), colonoscopy and back surgery. Family history included fibromyalgia (sister). Concomitant products included baclofen since 2016, carbidopa since 2016, ciclosporin (restasis) since 2016, diazepam (valium) since (B)(6) 2015, diclofenac (voltaren) since 2017, ergocalciferol (vitamin) since 2016, estradiol since 2016, fish oil since 2011, gabapentin, glucose oxidase (biotene), nicotinic acid (niacin) since 2011, phentermine since 2017, pilocarpine hydrochloride (salagen) since 2016, potassium chloride (k-dur) since 2011, pregabalin (lyrica), simvastatin since 2011, sumatriptan (imitrex) since 2010, tiabendazole (statin), topiramate (topamax) since 2016, vicodin (norco) since (B)(6) 2015 and vitamins since 2016. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 1 year 1 month after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In august 2014, the patient experienced alopecia ("hair loss") and dry skin ("other injury or complications: dry skin"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), arthralgia ("arthralgia"), abdominal pain ("abdonimal pain") and back pain ("low back pain"). The patient was treated with duloxetine hydrochloride (cymbalta), diclofenac, analgesics, surgery (bilateral salpingectomy oopherectomy / hysterectomy / salpingectomy / oophorectomy), surgery (bilateral salpingectomy, oopherectomy), surgery (ablation, total hysterectomy) and surgery (total hysterectomy, ablation). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, vaginal haemorrhage, sjogren's syndrome, menstrual disorder, alopecia, dry skin, arthralgia and back pain outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, device dislocation, dry skin, fallopian tube perforation, menorrhagia, menstrual disorder, sjogren's syndrome and vaginal haemorrhage to be related to essure. The reporter commented: the pelvic pain began insidiously 3 months ago and has been progressively worsening . Current weight 190lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Computerised tomogram - in april 2012: complex cystic structures in both uterine cornu concerning the injuries reported in this case, the following ones were described in patient¿s medical records: sjogren's disease, pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Events added from pfs and medical record- migration of essure device location of device: pelvic wall, perforation, sjogren's syndrome, hair loss, abnormal bleeding (vaginal, menorrhagia, pain pelvic pain (2 to times a week) moderate, other injury or complications: dry skin, arthralgia(severe), abdonimal pain, first pregnancy toxemia, second pregnancy gestational diabetes, high cholesterol, low back pain.historical condition,concomitant disease,historical drug, family history added from pfs and medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and pelvic pain ("severe pelvic pain") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with surgery (surgery to remove essure in (B)(6) 2012) and surgery (a total hysterectomy in (B)(6) 2016). Essure was withdrawn. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, pelvic pain and menstrual disorder to be related to essure. The reporter commented: on or about (B)(6) 2016, plaintiff underwent surgery for a total hysterectomy due to further complications caused by the essure device. Company causality comment a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced migration of the device and severe pelvic pain. A surgery to remove essure was performed. Later, a total hysterectomy was performed. The events are anticipated according to the reference safety information for essure. Pelvic pain may occur following essure insertion procedure. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. In this case, the exact date and mechanism of device migration are not known. Based on the nature of the events, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required and surgical intervention was performed. Additionally, non-serious event was reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved n the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 4-apr-2017: quality-safety evaluation of ptc ((B)(4)). Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced migration of the device and severe pelvic pain. A surgery to remove essure was performed. Later, a total hysterectomy was performed. The events are anticipated according to the reference safety information for essure. Pelvic pain may occur following essure insertion procedure. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. In this case, the exact date and mechanism of device migration are not known. Based on the nature of the events, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required and surgical intervention was performed. Additionally, non-serious event was reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.